Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 30773319 to investigate for this record. Visual examination of the picture shows a needle without a shield. As a result, bd was able to verify the reported issue. Bd concludes that needle shield was lost during the packaging process due to low fitting force. The shield could be not well assembly and during packaging, this needle with low shield pull force loses its shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A DHR review was not performed as a lot number was not provided. H3 other text : see section h.10.

Event description:
It was reported that the needle shield was missing and sterility was compromised with a bd syringe 5ml ls 22x1- 1/4 an emerald. The following information was provided by the initial reporter, translated from chinese to english: the nurse was stabbed when taking the syringe, and the syringe had no needle shield for several times.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle shield was missing and sterility was compromised with a bd syringe 5ml ls 22x1-1/4 an emerald. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse was stabbed when taking the syringe, and the syringe had no needle shield for several times.